Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reproted that following a fall, it was suspected that the left ventricular (lv) lead dislodged. The lead exhibited elevated thresholds. The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.